Event description:
During cardiopulmonary bypass, the gas delivery system blender could not be adjusted. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.